Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a ¿sensor in use by another device¿ message with an fsl3+ sensor while using the ilet, after which the user discontinued the sensor, and reverted to backup therapy; education was provided that a libre 3+ sensor has to be started with the ilet app and not libre app to successfully pair. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to an improper or incorrect procedure or method; no specific component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user error during setup.